Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30166 (max air exceeded) occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred while the patient was connected. The technical service representative (tsr) explained the alarm, and had the patient verify that supplies were undamaged and that the amia cycler was set up correctly. The patient was unsure if they were connected prior to beginning therapy, and stated they normally connect before pressing ¿go¿. The patient shut down the cycler and removed the supplies. The patient would set up again with new bags and cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.